Manufacturer narrative:
Per tandem's user guide, do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the meal the customer consumed digested slower due to gastroparesis and the customer calculated too large of a correction bolus via the pump. Blood glucose (bg) was low (value not provided). After correcting for the low bg, it elevated to 363 mg/dl. A correction bolus was delivered and a temporary basal rate was set. The customer required no troubleshooting by tandem technical support.